Event description:
A malfunction alarm, identified as malfunction code 9, was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after following these steps, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.